Manufacturer narrative:
The exact cause of the event is unknown. The explanted device is not available for further analysis by the manufacturer. Cormatrix has requested additional information from the healthcare facility. No additional information is currently available regarding product lot information, surgical details, other pre-existing patient conditions, or concomitant therapy. A supplemental report will be submitted if additional case information becomes available. The instructions for use for the cormatrix ecm lists acute or chronic inflammation and allergic reaction as potential complications.

Event description:
On (B)(6) 2016, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm. Details of the event are provided below. It was reported that cormatrix ecm was used during pediatric surgery. The patient later experienced a reaction to the tissue and required secondary surgery.